Event description:
Allergan aesthetics received report of a patient treated with coolsculpting to abdomen in (B)(6) and (B)(6) 2021 may have developed paradoxical hyperplasia (pah/ph) in (B)(6) 2021.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Patient further reported that the "area is less hard and seems to be improving." At this time, the reported ph has not been confirmed.

Manufacturer narrative:
Corrected data: a3 b5 d1 g1 h3 h6